Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following device data review this cardiac resynchronization therapy defibrillator delivered anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation, in which therapy was exhausted. There was also noted low amplitude measurements which were attributed to the premature ventricular contractions. Technical services discussed device data storage details. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following device data review this cardiac resynchronization therapy defibrillator delivered anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation, in which therapy was exhausted. There was also noted low amplitude measurements which were attributed to the premature ventricular contractions. Technical services discussed device data storage details. This device was explanted and returned. No additional adverse patient effects were reported.